Event description:
A male with lung disease, kidney disorder, and ischemic heart disease and has a history of y-shape vascular prosthesis replacement and treatment for prostate cancer underwent aaa repair in 2008. The patient was not suitable for endovascular repair. An iliac leg graft was placed for the treatment of an aneurysm in the patient's left internal iliac artery and to block blood flow into the left internal iliac artery. Completion angiogram revealed that an endoleak existed in the overlapped part of the iliac leg graft and the vascular prosthesis. Another manufacturer's stent was placed in the overlap to successfully resolve the endoleak. Patient is improving.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically states inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. The device remains implanted and no images were received to assist in this investigation. An internal clinical review indicated that the event was due to user error due to incorrect planning and sizing as well as off label use of the device. However, the appropriate individuals have been notified of this and we weill continue to monitor for similar events.